Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant in a patient with no relevant past medical history of conduction disorders. There was calcification extending beneath the aortic annular plane. The final implant depth of the valve was ncc 6mm and lcc 7mm. No implanted complications were reported. Post-implant, a permanent pacemaker was implanted. On (B)(6) 2025, the patient was discharged home in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant in a patient with no relevant past medical history of conduction disorders. There was calcification extending beneath the aortic annular plane. The final implant depth of the valve was ncc 6mm and lcc 7mm. No implanted complications were reported. On (B)(6) 2025, a permanent pacemaker was implanted due to left bundle branch block and 1st degree atrioventricular block. On (B)(6) 2025, the patient was discharged home in stable condition.

Manufacturer narrative:
An event of left bundle branch block and atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported left bundle branch block and atrioventricular block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances, as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions.